Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged and the pump battery was depleting quickly. Customer¿s blood glucose level was between 200-240 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Remove b5 and h10 additional manufacturer narrative on follow-up 1.remove b5 and h10 additional manufacturer narrative on follow-up 1.